Event description:
Hill-rom received a report from the account stating that the right intermediate siderail was not latching. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support found the latch spring may be missing. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. No further info is available on the repair of the bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.